Event description:
It was reported to the manufacturer, by the end user, per the end user, that customer called in about a lift that broke while moving a resident. There were no injuries to the resident or the staff. The resident was only 150 lbs and said that it broke at the foot part where the leg spread open when lifting the resident into the lift. Customer said that everything looked normal when putting it together in the last few days. There were no injuries to the resident or the staff. Complaint#: (B)(4) and ra #84098094 was entered into our system to have the lift returned for investigation. As of this writing, the lift has not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.